Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized for the event. The patient was treated with imipenem injection (500mg, once a day, route and duration were not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.